Manufacturer narrative:
(B)(4). The device was returned 06/15/2016. (B)(6). (B)(4).

Event description:
According to the reporter, during a sigmoidectomy, the surgeon stated that the eea did not cut after stapling onto the tissue during the anastomosis and was difficult to remove. Both the tissue donut nor the anvil were able to come out of the rectum. A trans-anal minimally invasive surgery was performed in which the posterior edge of the tissue was resected to remove the device. There was unanticipated tissue loss. The procedure was delayed by more than 30 minutes. Additional tissue was removed. The incision was not extended by more than 1 inch. No device fragment fell into the cavity of the patient. No reinforcement material was used.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of complaint trends, and an evaluation of the returned device. The visual inspection of the staple guide noted the instrument was fully applied. The anvil of the instrument was not received. A microscope examination of the device displayed nicks on the knife blade. Since the clinical anvil was not received, a pmv representative anvil was used for all functional testing. Functionally, the device was applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely, despite the noted knife blade damage and the pushers advanced. Subsequently, the complaint data did not display increased trends. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. Based on the product analysis, the failure was confirmed to be attributed to the reported event. Therefore, no enhancements or improvements were generated for the reported condition. The file will be closed as a misuse of the product. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.